Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on july 26 a biopsy procedure was performed and a driver error, was seen during the procedure. After they cleared the error the system would not suck anymore. Biomed went in to look at it and ran through the tests. The technologist said that when they clear the error, it seems to be working but when they put the needle in the patient it loses suction. They sent the patient home and canceled the procedure. The patient will need to be rescheduled. The field engineer examined the device and found that there was no problem with the driver. The driver was smooth and robust throughout the initialization process. The system passed several test routines. Could not re-create any problems. The system meets manufacturer specifications. No additional information available.

Manufacturer narrative:
It was reported that on (B)(6) 2024, a customer was performing a biopsy procedure when the system alerted with a driver error. The exact error code received was not provided. After the customer cleared the error, the system¿s suctioning feature seemingly failed. A site biomedical engineer checked the brevera system (B)(6) and reportedly ran through a number of tests. The site technologist reiterated that when the error was cleared, the device appeared to be working; however, when the biopsy procedure was performed and the needle was placed in the patient, the system lost suction. The procedure was therefore aborted and required rescheduling. A hologic field service engineer (fse) was called in to examine the driver/system functionality. The driver (B)(6) was reportedly in working order throughout the initialization process. The system passed several test routines, and no issues were able to be recreated. As the system met manufacturing specifications, it was turned back over for customer use. Note: the impacted product in this complaint is listed as (B)(6)/brevdrv; however, our records indicate, this driver was terminated on may 19th, 2023 and replaced with (B)(6)/brevdrv. The device driver was not returned for investigation as the driver was not replaced and was left in the customer¿s possession. This was the third driver (B)(6) to be installed with this brevera system and had been in use for 435 days at the time of this complaint. The device driver was not replaced; therefore, no product was returned for further investigation. The cause of the unspecified driver error was unable to be established. No product was returned for evaluation, and a functional test of the driver itself by a hologic fse did not uncover any issues with the component. To that end, there are a number of driver errors that point to various potential issues with the driver itself or the disposable portion of the biopsy apparatus. Some of those errors are simple status notifications and others represent a legitimate fault. Without knowing the type of error received by the customer, it is difficult to narrow down probable cause. Considering suction issues were reported alongside the error code, it is possible that a portion of the disposable tubing, vacuum line assembly, and/or suction canister were damaged and, therefore, suction power was affected. The disposable items were likely discarded following the aborted procedure and were not tested; therefore, this theory is unable to be substantiated. Suction related problems could also arise from issues with the vacuum pump; however, at no point did the hologic fse note any issues with the suctioning capability of the device during their testing. Therefore, issues with the vacuum pump are highly unlikely. Conclusion: the reported driver issue was unable to be reproduced in the field and no further testing was able to be conducted as no product was returned; therefore, root cause was unable to be established. It is possible that the suction issue experienced by the customer was due to damage to (or defects in) the disposable tubing, vacuum line assembly, and or suction canister; however, this theory was unable to be substantiated as the disposable product was not provided for evaluation. Additionally, due to the calculations from the risk assessment, a risk file update will be required. Future occurrences of similarly reported events will continue to be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the device history records for the serial numbers involved (B)(6) were reviewed and were found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspection. A check of the production operations for all assemblies were marked as ¿complete¿ or ¿pass.¿ no defects or reworks were mentioned. Date of manufacture: 2023-03-17 (brevdrv ¿ (B)(6)); 2021-07-23 (brev100 ¿ (B)(6)). Date of installation: 2021-09-17 (brevera system); 2023-05-19 (brevera driver). System serial number: (B)(6) (brevdrv); (B)(6) (brev100; console) unique device identifier (UDI) information for (B)(6): (B)(4). Unique device identifier (UDI) information for (B)(6): (B)(4).